Manufacturer narrative:
Corrected data: b1, h6 updated data: b2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the study baseline transthoracic echocardiogram (tte) identified a mean aortic gradient (m gv2) of 6.55 millimeters of mercury (mm hg), an aortic valve area (ava) 3.49 centimeters squared (cm2), a max aortic valve velocity (v2) of 1.68 meters per second (m/sec), severe total aortic prosthetic regurgitation of severe transvalvular regurgitation, moderate mitral regurgitation (mr) and mild tricuspid regurgitation (tr). To clarify, the valve-in-valve revision occurred 4 days following the reported onset date of the central regurgitation.

Event description:
It was reported following the implant of this 29mm transcatheter aortic bioprosthetic valve (tav), mild paravalvular leak was noted. No treatment was required. Approximately eleven years, six months following valve implant, valve failure was reported. The primary mode of valve failure was structural valve deterioration: predominant aortic regurgitation without severe hemodynamic valve deterioration. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-tav replacement procedure, tav-in-tav, was appropriate. No patient complications were reported as a result of this event. Additional information was received to report approximately four days after the valve failure was identified, the patient was treated with re-intervention for the failed tav. A non-medtronic (edwards sapien) valve was implanted within the medtronic tav.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the valve-in-valve revision the baseline condition of the patient was classi fied as per the new york heart association (nyha) a functional class IV. Specific symptoms were not known. The patient was discharged to home 2 days following the valve-in-valve revision which was 5 days following the admission. The patient status at discharge was nyha functional class I.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following the implant of this 29mm transcatheter aortic bioprosthetic valve (tav), mild paravalvular leak was noted. No treatment was required. Approximately eleven years, six months following valve implant, valve failure was reported. The primary mode of valve failure was structural valve deterioration: predominant aortic regurgitation without severe hemodynamic valve deterioration. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-tav replacement procedure, tav-in-tav, was appropriate. No patient complications were reported as a result of this event.